Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. However, myocardial infarction, thrombosis, stenosis and death are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 75% stenosed, mildly tortuous, and mildly calcified eccentric lesion in the mid left anterior descending artery. A 2.5x38mm xience xpedition stent was implanted on (B)(6) 2014. A non-abbott stent was implanted on (B)(6) 2014. No patient issues were noted during a follow-up visit on (B)(6) 2015. The patient was admitted to the hospital on (B)(6) 2017 with acute coronary syndrome and presented with myocardial infarction. Thrombosis was confirmed in the proximal part of the implanted xience xpedition (in-stent). The thrombosis was confirmed through angiography. The cause of thrombosis was a rupture of stenosis in the implanted stent. The aspiration of thrombus was performed and percutaneous cardio pulmonary support was introduced. The patient expired on (B)(6) 2017 due to cardiac arrest. Additionally, the dual antiplatelet therapy was not continued since 12-months of dosing period ended. The reported cause of death was stent thrombosis. No additional information was provided.